Event description:
It was reported that the patient had symptoms of discomfort due to an inappropriate shock delivered by their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused by post-sensed t-wave oversensing. Programming changes were made. The patient was eventually stable.